Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was partially deployed without any missing parts. The plunger was in its pre-deployed position and slack was noted in the link, indicating the lever and foot had been deployed creating the slack condition in the link. The sheath was kinked immediately distal of the guide to sheath union and the guide tube was bent confirming the reported physical condition of the device. The sheath was hydrated with water and the sheath had a slippery texture its entire length indicating coating was present. The likely cause for the kinked sheath and bent guide tube was the reported resistance encountered during device insertion into the patient; however, the cause for that resistance is unknown and no additional information was provided that may have assisted in a possible determination for a root cause. The reported lack of device marking was not confirmed as testing of the device produced acceptable results with a strong unrestricted flow of water when water was injected into the marker tube. The likely cause for the reported lack of marking was the marker entry port had not entered the artery. A review of the finished device lot history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other previously reported cases. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, resistance was felt when the device was inserted and there was no blood flow. When the device was pulled back it was noticed that the shaft was kinked. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.